Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a total hip arthroplasty procedure on (B)(6) 2018 and suture was used. The needle was detached from the suture like a control release needle during continuous suturing on the fascia. It was not a control release needle. The surgeon¿s way of suturing was as usual. The surgeon continued to use the suture by attaching it to a split-eye needle. There were no adverse consequences to the patient.